Manufacturer narrative:
The integra 400 plus serial number was (B)(6). Calibration and qc were acceptable. Precision results were within specification. The customer repeated other patient samples tested for chol2 on 30-may-2025, 31-may-2025, and 01-jun-2025, and the results were reproducible.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for cholesterol gen.2 (chol2) on a cobas integra 400 plus analyzer. The initial result was 15.49 mmol/l. On 02-jun-2025, a new sample was obtained, and the result was 5.44 mmol/l. The original sample was repeated with a result of 5.72 mmol/l.

Manufacturer narrative:
The customer did not provide any additional information for the investigation. A general reagent problem was excluded as calibration and qc were acceptable. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.